Event description:
During the device setup for ivtm therapy, the thermogard xp ivtm system (B)(4) did not recognize the full air trap chamber during the power-on-self-test (post). The red "air trap" text/alert on the console's display screen would not clear. The customer installed the start-up kit (suk) in another console, and the second system successfully passed the power-on-self-test (post) without any alert. Therapy began with the second console since the catheter had already been inserted into the patient's vein. No consequences or impacts on the patient.

Manufacturer narrative:
The thermogard xp ivtm system (B)(4) was evaluated by zoll service personnel at the customer site. The reported complaint that "the thermogard system did not recognize the full air trap chamber" was confirmed during functional testing. The root cause of the reported complaint was due to failed sensors on the air trap sensor block, possibly attributed to the age of the device. This thermogard console was manufactured in september 2013 and is 9 years old, well beyond its expected service life of five years. During visual inspection, there was no physical damage noted on the thermogard console. The system's event log data was reviewed and showed one mid:09 (air trap assembly) error message occurring before the reported event date, unrelated to the reported complaint. The initial functional test failed as the thermogard system could not recognize the full air trap chamber, confirming the reported complaint. Troubleshooting the problem and technical investigation revealed that the sensors on the air trap block malfunctioned and failed to detect the full air trap chamber during testing. The air trap sensor block was replaced to remedy the fault. The malfunctioning air trap sensor block was also the root cause of the mid:09, which was observed in the system's event log. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(4).